Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the hydratome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned hydratome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, kinked, and blackened. The device was observed under magnification and the cutting wire was blackened and was broken from the proximal pierced hole. The preloaded guidewire of the device was not returned. No other problems with the device were noted. The reported event was confirmed. The product analysis revealed that the cutting wire was broken, kinked, and blackened. These conditions could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue. Additionally kinking/bending the cutting wire can lead to a break in the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use / product label.